Event description:
Device was returned to MFR for analysis with info documented. Follow up investigation indicated that the pt had experienced. Increased back pain, chills and hallucinations. A rotor study revealed that the rotor was not moving. A combination of morphine and baclofen was used for the therapy. Device was replaced and the pt recovered from the event and is doing "ok".